Event description:
It was reported that the patient received 70 shocks for vt. The device was unable to interrogate. Externalized conductors were observed via fluoroscopy. Further investigation could not confirm externalized conductors .

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
External insulation abrasions were found at 7.5cm to 8.5cm and at 34.2cm to 35.2cm from the distal tip, consistent with friction to another device. Etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.